Event description:
It was reported that during testing the device was skipping. There is no harm or delay reported as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/final report will be submitted once investigation is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the control bar was not in the correct position and calibration was out at the 0 reading. The control bar was adjusted and the sleeve bearings, shaft bearings and other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.